Manufacturer narrative:
Inratio precision data provided by end-user: date (B)(6) 2013. First inr 7.1, second inr 2.2, mean 4.65, sd 3.46, %cv 74.51. Inratio meter results failed the criteria for precision, generating a %cv greater than (B)(4). In-house therapeutic donor testing was performed on reported lot #306128 on (B)(4) 2013. Results as follows: (B)(4). All products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than (B)(4), passing the precision criteria. No further investigation was required. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was returned so retain products were used for investigation testing. Retain strip results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4) discrepant result complaints were reported for lot #306128 yielding a complaint rate of (B)(4). Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant precision results. Results as follows: date (B)(6) 2013, inratio 7.1, repeat 2.2. Patient's therapeutic range is 2.5 - 3.0.